Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak in the no foam bottle located in the unicel dxc 800 pro synchron chemistry analyzer. Per customer, the no foam bottle is leaking from the elbow fitting on the left side of the lid assembly. No injury was reported for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the no foam bottle.